Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported forward firing cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working and began forward firing. It was noted that cool saline was used, there were no bubbles present on the tip, and no courtesy error messages displayed on the console. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, and the fiber proximal to the fracture could rotate independently of the metal cap. The reported clinical observation is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified charred debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working and began forward firing. It was noted that cool saline was used, there were no bubbles present on the tip, and no courtesy error messages displayed on the console. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.